Event description:
It was reported that removal difficulties were encountered. A 5.00 x 8mm synergy megatron drug-eluting stent was selected for use in a percutaneous coronary intervention (pci) procedure. The target lesion was located in the left main. After placing the stent, and attempting to insert into the 6f guide catheter, it was noted the balloon could not be retracted into the guide catheter. The catheter and balloon were removed together. The treatment was not completed. A new guide catheter (7f) and stent were used for treatment, however removal difficulty was encountered again. The stents could not be delivered to the left main. The procedure was completed with a new megatron stent device. The patient was reported to stable following the procedure.

Manufacturer narrative:
A synergy megatron mr ous 5.00 x 8mm stent delivery system (sds) was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within specifications. The balloon cones were reviewed, and no issues were noted with the balloon cone. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. A test guidewire was used and was tracked with the device without issue. Device inflation testing was within specifications and was withdrawn without issue.

Event description:
It was reported that removal difficulties were encountered. A 5.00 x 8mm synergy megatron drug-eluting stent was selected for use in a percutaneous coronary intervention (pci) procedure. The target lesion was located in the left main. After placing the stent, and attempting to insert into the 6f guide catheter, it was noted the balloon could not be retracted into the guide catheter. The catheter and balloon were removed together. The treatment was not completed. A new guide catheter (7f) and stent were used for treatment, however removal difficulty was encountered again. The stents could not be delivered to the left main. The procedure was completed with a new megatron stent device. The patient was reported to stable following the procedure. It was further reported that it is unknown where the stent currently is. It was noted that it could be still inside the patient or lost somewhere. No difficulties occurred while advancing the device over the wire. No other device was present in the vessel. There were not multiple attempts to position the stent. The stent was fully deployed at 20 atmospheres. During the inflation attempt, the device held pressure. It is unknown for how long each balloon deflation occurred before pulling back the device. It was noted that it was likely around 5 seconds. It is not known if the balloon deflation was visualized under fluoroscopy before removing. There was no attempt to withdraw an expanded stent through the guide catheter. It was confirmed that one 5.00 x 8mm synergy stent was deployed at the target lesion, and unknown where the other 5.00 x 8mm synergy stent is. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Correction: b5: incident description rewritten to clarify event. A synergy megatron mr ous 5.00 x 8mm stent delivery system (sds) was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within specifications. The balloon cones were reviewed, and no issues were noted with the balloon cone. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. A test guidewire was used and was tracked with the device without issue. Device inflation testing was within specifications and was withdrawn without issue.

Event description:
It was reported to boston scientific (bsc) that the referenced 5.00 mm x 8 mm synergy megatron coronary stent system was selected for use in a percutaneous coronary intervention (pci) procedure performed on (B)(6) 2022 in the left main coronary artery (lmca). No difficulties occurred while advancing the first synergy megatron coronary stent system over the wire, and no other devices were present in the vessel. The synergy megatron coronary stent system balloon held pressure during inflation. Following the presumed placement of a synergy megatron coronary stent at 20 atmospheres (atm), it was noted the balloon could not be retracted back into the non-bsc 6f guide catheter. The catheter and synergy megatron balloon were removed together, and it was noted at that time that the location of the referenced stent was unknown (i.e., not implanted or on the removed delivery system balloon device), and treatment was not completed. The procedure was completed successfully with a new (the referenced) synergy megatron coronary stent system; however, it was noted that removal difficulty was again encountered following stent placement of this device. It is unknown for how long each balloon deflation occurred before pulling back the balloon devices, but it was reported to be for approximately 5 seconds. It is not known if balloon deflation was visualized under fluoroscopy before removing. Reportedly, there were no attempts made to withdraw an expanded stent through the guide catheter. No patient complications were reported as a result of this event, and the patient was reported to be stable following the procedure.